Event description:
Hamilton medical ag received the following event description: during the ventilation of a patient, auto-cycling occurred. Another circuit was used however, no change. Additionally, the flow sensor calibration failed. The patient was switched to another ventilator. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation outcome. The ventilator was reported to exhibit auto-cycling behavior and failed flow sensor calibration. Troubleshooting included testing with an alternative breathing circuit without improvement, and consultation with technical support, which recommended replacement of the servo module. No log files were provided for further technical analysis. Follow-up with the customer was attempted multiple times; however, no response was received due to lack of feedback and inability to proceed with further investigation or confirm resolution, the complaint is considered closed based on available information.